Event description:
According to the reporter: on the first firing of a segmental lung resectioning, the reload was connected to the adapter. The jaws were opened and closed, and articulation and rotation were checked. The device operated with no problem. The surgeon pushed the green firing button and started to fire, but the knife blade did not advance at all. The status indicator lights were not illuminated blue. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is no problem.